Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided. Review of the available records identified the following: labs: crp- 0.2 (normal), cobalt plasma-13.8 (high), chromium blood ¿ 12.9 (high). Death ¿ unknown cause, age 75, expired at hospital. Claimant declaration document ¿ patient not revised; remained implanted noted multiple areas on legal form and marked on another page death from revision, conflicting information, no medical records provided on cause of death. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced joint effusion, elevated metal ion levels, and expired approximately 11 years post-implantation. Attempts have been made and no further information has been provided.